Event description:
The patient contacted animas on (B)(6) 2012 stated that over the past couple weeks the down arrow keypad button was sticking when pressed and required multiple presses to elicit a response. The patient denied damage to the keypad. The patient reportedly wore the pump under a garment, against the body and did not clean the pump. There is no reported adverse event with this complaint. This complaint is being reported due to the allegation of the keypad response issue.

Manufacturer narrative:
(B)(4): the keypad was found to be peeling at the up arrow button. The up and down arrow buttons were found to be intermittently responding to presses. The keypad was removed and contamination was observed under the button contacts.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.